Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system. The flow sensors were replaced to resolve the reported issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported a flow sensor error and reverse flow message. Mechanical ventilation was not available. There was no report of patient involvement.